Manufacturer narrative:
The customer spoke with a remote service engineer (rse), where the customer reported that the unit had 2 occurrences of an error code 1102 and unit alarms as expected. The current software version is 2.10. The rse provided 2.30 software and advised to check the motor controller (mc) or the power management (pm) pcba connections to the cpu for any sign of corrosion or oxidation. The customer reported to have upgraded software to 2.30 version. After that, he was not able to duplicate the check vent alarm failure. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
(B)(6)2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator experienced a primary alarm failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.